Event description:
The patient was incontinent of stool. I cleaned the patient's front side and then asked another rn for assistance in completing a linen change. The patient was turned towards the ventilator by us. The other rn was on the patient's side nearest the ventilator. I was on the opposite side. The ventilator tubing was removed from the support arm/clip prior to the turn and the upper bedrail was put down to eliminate possible obstructions for the ventilator tubing. I then completed cleaning the patient, rolled up the old linens and placed new linens underneath the patient. I told the other rn that I was finished, she then began to turn the patient from the patient's left side to the supine position. At this time, I heard a 'popping' sound. I assumed from the sound that the patient had 'popped' off of the ventilator. I then assessed the patient's tracheostomy and found the ventilator tubing still connected but the trach was partially displaced. It appeared as though the trach was 'out' by approximately 1/4 of an inch. We then immediately looked at the patient, ventilator and patient's monitor and no immediate danger or distress was indicated. However, I went to get respiratory and immediately called respiratory therapist. She was just outside of the patient's room; she quickly entered and assessed the patient's trach and at this time an audible leak was heard. She then deflated the trach cuff and attempted to reposition the trach without success. At this time, the physician was notified and immediately came to the bedside. We attempted to bag the patient but saw no chest rise and patient was no longer breathing and o2 saturations rapidly declining. CPR was initatied and a code was called. Anesthesia successfully orally intubated the patient but the patient was in cardiac arrest by this time. Shock attempted twice along with epinephrine administration with no success. The patient expired.